Event description:
As reported, on (B)(6) 2026 the patient underwent right-sided direct inguinal hernia repair with implantation of a modified kugel patch. Postoperatively, the patient presented with "with slight pain in the operative area, physical examination, redness and swelling in the upper part of the incision, high tension, no fluctuating sensation, and oozing of light red clear fluid on probing, with enhanced attention."

Manufacturer narrative:
As reported, post implant of modified kugel patch, the patient developed pain at the operative site, redness and swelling. During examination of the surgical wound, a light red, clear fluid was observed. Based on the information available to date, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative complication. Seroma formation is a clinically understood potential complication of surgery/use of the device and is identified in the instructions-for-use provided with the device, as a possible complication. Review of manufacturing records confirms the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.